Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: prior to using the multi-link 8 or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a code situation of a st segment elevation myocardial infarction (stemi) during a moderately tortuous, mildly calcified, proximal right, coronary artery stenting procedure, a multi-link stent was deployed to the lesion, but the physician was unable to visualize the stent and the lesion was "unchanged". Reportedly, this was an emergent situation and the stent delivery system (sds) was not examined prior to entering the patients anatomy, but the account felt like the stent was never mounted on the sds originally. The patients full anatomy was scanned and there was no dislodged stent found in the patients anatomy. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to examine the sds prior to entering the patients anatomy-failure to follow steps/instructions the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.